Manufacturer narrative:
Results: there were no abnormal conditions reported in the DHR that could cause the defect, as well as no quality notifications. All process and final inspections comply with specification requirements. Conclusion: (B)(4) customer samples were hand activated to evaluate defective locking of the safety shield. The safety shields were rotated backward with ease with no IV shield lift identified. The safety shields were then engaged over the IV needles the lockout features engaged appropriately and no breakage, full or partial disengagement of the safety shields from the body of the units were identified.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter had a needle safety failure. The safety broke when the staff tried to engage it. No injury or medical intervention was reported.